Event description:
The caller reported a cartridge alarm 20 issue with their insulin pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. To resolve the issue, cts confirmed the replacement of the pump, provided instructions on putting the pump into storage mode, and the caller acknowledged these steps. Additionally, a replacement pump was sent, and the caller was instructed to return the problematic pump using the provided return box and pre-paid label.